Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. The reported charge time-out was confirmed in the laboratory and was due to excessive hv charges. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the battery depletion and charge time-out was due to excessive hv charging. (B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving therapy for a vt storm. During device interrogation the device exhibited to have reached eri prematurely and charge time limit was reached. The device was subsequently explanted.